Event description:
It was reported that during the device change out due to normal eri, the rv coil df-1 pin could not be removed from the header. The rv df-1 portion of the lead was capped and replaced. Lead fracture was also noted. Patient left after the procedure with normal functioning of the device.

Manufacturer narrative:
The reported connector anomaly could not be confirmed in the laboratory. Upon receipt, the header was noted to be damaged with pieces of a drill bit stuck in the rv df-1 port. Due to the damage, testing could not be completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun